Manufacturer narrative:
The device was being set up for use when the malfunction was found; the device was not providing therapy when this issue occurred. The customer reported there was no delay to therapy and another device was available. No additional intervention or delay of treatment was reported. No patient harm was reported. The customer stated they found 1102 - primary alarm failed error code in the significant event logs. The customer also found 5021- motor speaker code. Philips remote service engineer suspected the speaker and provided the customer with part identification for speaker assembly. The customer requested part identification for central processing unit (cpu) just in case. The customer confirmed parts had been ordered. Attempts are being made to confirm the repair details of the unit.

Manufacturer narrative:
The customer replaced the speaker to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. The customer replaced the speaker to resolve the reported issue, and the part replaced has been disposed of; therefore, the root cause at the component level can not be confirmed.

Manufacturer narrative:
Report date: 23sep2021.

Event description:
It was reported to philips that the device had a primary alarm failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.